Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted her clinical education specialist to report that she had experienced a car accident after her blood glucose levels dropped. Patient claimed that she did not receive a low alert. Dexcom technical support has attempted to contact patient several times since the accident, but has only been able to leave voice mails requesting further details of the event.